Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump kept alarming change battery now on a recurring basis. The previous new battery only lasted one hour. The patient's blood glucose at the time of incident is unknown. There was no visible damage to the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement tests were within specifications. The power management parameters graph confirmed the power error alarm 25, low battery alarm and replace battery now was triggered when a backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a scratched case.